Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the subcutaneous layer of the skin during an open knee prosthesis, the thread broke. Another suture was used to complete the case. There was no patient injury.